Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm. A specific cause for the reported events could not be conclusively determined through this evaluation. The submitted log files were reviewed, and a driveline power fault alarm was captured on (B)(6) 2025 due to power b broken faults. The alarm was active for the remainder of the log file. The pump appeared to function as intended at the fixed speed and there were no other notable events captured. The provided information indicated the alarms have since resolved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot driveline power fault alarms. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency department with high priority alarm. Driveline power fault was displayed on system controller and wrench was lit up yellow and flashing. The patient was stable and left ventricular assist device (lvad) was running. Lvad hum was heard on auscultation. A log file review revealed on 03sep2025, starting at 16:44:42, multiple driveline power faults (pwr b). There was no interruption in pump support during these events. The alarm resolved.